Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02012, 3006705815-2021-02013, 1627487-2021-13542, 1627487-2021-13543. It was reported that the patient previously had a system explanted in 2019 due to infection. Rep was notified of this explant on (B)(6) 2021. No further information is known at this time.